Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform the displacement test due to no button response. Device received with stripped battery cap coin slot(p).

Event description:
It was reported that battery cap was crushed. Blood glucose was unknown. The insulin pump will be returned for analysis.